Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure of "there was a small piece sticking out of distal end where the instrument articulates, unable to remove from obturator" was confirmed. The instrument was found to have a segment of the conductor wire sticking out from the groove of the grip at the distal end. The wire insulation was damaged, and the instrument failed an electrical continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was removed from the in-house system without any issues. Although damage was found to the conductor wire, there is no allegation of an arcing event, thermal damage, or unintended energy delivery to the patient. No image or procedure video was provided for review. A review of the system/instrument logs for the event date of (B)(6) 2020 has been performed by an isi post market surveillance specialist and the following was observed: there were no observed events in the system/instrument logs that would suggest a product issue and logged events are in line with normal system functionality. In addition, the logs revealed that all other instruments, with exception of the force bipolar instrument, were used in subsequent procedures. The force bipolar instrument was on its last remaining use of 10 maximum uses. Technical review was conducted with isi¿s advanced failure analysis (afa) team specific to whether or not the failure analysis (fa) findings of ¿segment of the conductor wire sticking out from the groove of the grip at the distal end¿ would have contributed to instrument jaws not opening and consequently getting stuck on patient tissue. It was determined that although the conductor wire is protruding from the grips of the force bipolar instrument, it does not contribute to the instruments lack of ability to open its jaws as the conductor wire only transmits energy to the tips of the jaws and has no control over its movements. This complaint is being reported due to the following conclusion: during a da vinci-assisted ventral hernia repair surgical procedure, the force bipolar instrument got stuck on the patient¿s fatty tissue. The site did not know how to perform instrument release and as a result, the surgeon had to cut the fatty tissue in order to remove the instrument out of the patient. In addition, a small unidentified part of the distal end of the instrument, where the instrument articulates, was unable to be removed from obturator.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the force bipolar instrument got stuck on the patient¿s fatty tissue. The site did not know how to perform instrument release and as a result, the surgeon had to cut the fatty tissue in order to remove the instrument out of the patient. In addition, a small unidentified part of the distal end of the instrument, where the instrument articulates, was unable to be removed from obturator. The instrument was successfully removed manually. The procedure was completed with no reported injury. On 10-mar-2020, intuitive surgical, inc. (Isi) followed up with the site and the following additional information was obtained about the complaint: the confirmed tissue that was stuck was fatty tissue and there was no medical intervention rendered to the patient. The procedure was a ventral hernia repair. No further details have been received as of the date of this report.